Manufacturer narrative:
The pod was received fully deployed. No damages were noted to the soft cannula, housing, or the formed needle under magnification that could have contributed to the reported infusion site event. The exact cause of the reported infusion site event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 18.6, hardware: iphone12.8, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed a burn/blister at the pod site, while wearing the device longer than 48 hours, on their leg. It was reported that the patient removed the pod and notices a burn/blister at the site where the pod had been placed. Patient's mother sent photos to their physician and the physician prescribed antibiotic ointment to treat the site. No impact to blood glucose level was reported.